Event description:
It was reported that during placement of a left xnov knee prostesis, implants had to be cemented. Cement preparation was done according to the preparation instructions. After 8 min, the cement was still liquid. The cement was unusual (very liquid. Cement drying time was too long (27 min). No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in france. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during placement of a left xnov knee prostesis, implants had to be cemented. Cement preparation was done according to the preparation instructions. After 8 min, the cement was still liquid. The cement was unusual (very liquid. Cement drying time was too long (27 min). No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no other similar event for the reported item and part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.